Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's wife, that they never received information that there was a recall for her husband's CPAP machine, and that he stopped using it a while back due to health issue. The patient's wife was alleging health issues that the CPAP machine was making the patients breathing worse and making him have issues throughout the day. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.